Event description:
It was stated that the customer was taken to the emergency room for high blood glucose levels over 600 mg/dl. The customer was unable to troubleshoot the insulin pump during the phone call. Advised the nurse to have the customer call back for troubleshooting.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.